Event description:
Medical affairs was unable to obtain more info from the rep at this time. Based on the info provided, this case is being reported as an adverse event. The pt has vision problems and has difficulty seeing. Pt contacted lfs in 7/2004 alleging that their meter did not power on. Pt was unable to verify the serial number of the meter or the lot # of the test strips. Pt was home alone and was unable to verify if the battery was correctly seated into the battery compartment. Lfs advised the pt to call back with assistance to troubleshooting the meter. The next day at 5:51 pm, pt contacted lfs again and had received a new battery in the morning; however, pt was home alone. Ccr had a difficult time troubleshooting with the pt and decided to send pt a replacement meter. The pt mentioned that in the morning, pt was walking in the street and their knees began to shake and pt fainted. Five minutes later, the firefighter arrived and checked their blood glucose and obtained a 35 mg/dl. Pt was treated with glucose and taken to the hospital. Their blood pressure was 8.5. Their reading at the hospital was 80 mg/dl at noon. Pt ate fish, mashed potatoes, tomato salad, and cheese and apple compote for lunch. They retested their blood glucose at 2 pm and obtained 135 mg/dl. Pt was discharged at 3 pm. Two days later, pt called back with a friend who provided the serial number of the subject meter. Ccr had pt reseat the battery and the meter still did not power on. This case is being reported as an adverse event, since the pt suffered, since the pt was unable to test on their meter.